Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider reported via the manufacturer's representative that approximately two months after implant, there was accumulation of bodily fluids around the area of the implantable neurostimulator (ins). The system was implanted in (B)(6) 2015 and the patient was receiving effective therapy. Edema was observed at the ins site in (B)(6) 2015. Imaging of the patient's brain at the lead site showed possible edema in the brain as well. The patient's symptoms did not change, but the edema grew and the entire system was explanted. Infection was not suspected. Allergies were suspected and consultation with the department of dermatology occurred. A new head image was taken approximately two months after explant and the edema had reduced considerably and re-implantation was being discussed. It was noted there was no health hazard to the patient. The indication for use was dystonia.